Event description:
The customer reported the system displayed a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded flash and calibration files. The system operates as intended.